Event description:
Customer reported receiving a "scan again in 10 minutes" message after 4 days of wearing the adc freestyle libre 2 sensor and was therefore unable to obtain scan readings. Customer experienced a seizure and loss of consciousness as a result of hypoglycemia shock and ambulance was called. Customer was treated with glucose infusion by the emergency doctor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. In the event that unanticipated product is received, a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 4 days of wearing the adc freestyle libre 2 sensor and was therefore unable to obtain scan readings. Customer experienced a seizure and loss of consciousness as a result of hypoglycemia shock and ambulance was called. Customer was treated with glucose infusion by the emergency doctor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.